Event description:
A company representative reported that a rod has migrated out of a mesa screw approximately five-years after implantation. Revision surgery has not been reported.

Manufacturer narrative:
H3 other text : device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a rod has migrated out of a mesa screw approximately five-years after implantation. Revision surgery has not been reported.